Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced persistent occlusion alerts, received an ¿unable to proceed¿ message during fill tubing, and remained hyperglycemic despite a recent full supply change and troubleshooting, consistent with a complete blockage associated with the infusion tubing component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem and a device-related complete blockage traced to the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. Replacement supplies were offered and troubleshooting education was completed.